Event description:
Patient underwent revision procedure to address pain, metallosis, and loosening of the acetabular cup.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; a lot of debris and black staining of the inner capsule with some induration; debris filled fluid; acetabular component was tight, but there was no bony ingrowth; acetabulum itself was sclerotic with evidence of some pseudomembrane. The information received does not change the MDR decision